Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the inferior endplate and mobile poly core of the implant expulsed anteriorly of the c4/5 level. The mobi-c implant was removed and fuse c4/5 level. The surgeon stated that the patient was non-compliant to post-operative restrictions following primary surgery. The surgeon implanted another mobi-c device. There was no delay in the surgery.

Event description:
It was reported the inferior endplate and mobile poly core of the implant expulsed anteriorly of the c4/5 level. The mobi-c implant was removed and fuse c4/5 level. The surgeon stated that the patient was non-compliant to post-operative restrictions following primary surgery. There were no additional patient impacts reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and correct initially reported information. The complaint is confirmed for one (1) of one (1) returned mobi-c implant for the failure of migration post-op. This device is used for treatment. No medical records were provided with the complaint. Inspection: the device was returned and evaluated by exponent. The report that was received from exponent states that "the articulating surface of the polyethylene insert showed machining marks and multidirectional scratches consistent with minimal wear. All three components had evidence of damage consistent with impingement. Overall, the results of the stage I analysis are consistent with a device having impingement and a short implantation time." A photo of an x-ray image was also provided and shows that the inferior endplate and poly core have migrated out of the disc space. The complaint is confirmed. DHR review: the DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Potential root cause: a definitive root cause cannot be determined with the information provided. The surgeon stated that the patient was non-compliant to post-operative restrictions following primary surgery, which may have contributed to this failure. Corrective/preventive action: no corrective or preventive actions are recommended. Recall and product hold search: a product hold search in etq found no product holds related to recalls for this item number. If any information is received which changes the information in this report, a follow up report will be submitted.